Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If the product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700766. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700766. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the delivery wire of the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9700766) passed through the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31634750), but the stent body was impeded in the tip of the microcatheter and could not pass through. The physician retracted the stent and the microcatheter from the patient and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) to deliver the original stent, but the original stent encountered the same issue with the replacement (second) microcatheter. The physician removed the stent and the replacement microcatheter from the patient and replaced both devices with devices from other manufacturers to complete the procedure, which was reportedly prolonged by about 40 minutes. There was no report of any negative patient impact. On 17-dec-2025, additional information was received. Per the information, the target vessel of the procedure was the a1 segment of the anterior cerebral artery. The information confirmed there were two prowler select plus microcatheter used. The lot number of the first prowler select plus microcatheter (606s255x) was 31634750. The lot number second prowler select plus microcatheter was indicated as not available on 11-dec-2025. The information indicated that continuous flush was maintained through the microcatheters. When the stent was removed, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The information confirmed there was no negative patient impact; the physician did not consider the reported 40-minute procedure delay to be clinically significant. During the delay, they were trying to replace ¿the same model of microcatheter.¿